Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and a dented upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the battery prong was missing, and one was broken. The results of the investigation found that the device's downstream occlusion (dso) seal was damaged, and the upstream occlusion seal (uso) was dented. There was no patient involvement.